Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (bolus type was incorrectly programmed (failure to bolus)).

Event description:
The reporter contacted animas on (B)(6) 2014 alleging history settings issue. The reporter stated that the patient had a blood glucose (bg) of 41mg/dl with unsteadiness when standing/walking. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the bolus type was incorrectly programmed (failure to bolus). This report is being made due to the hypoglycemic event the patient experienced that resulted from the bolus type was incorrectly programmed (failure to bolus).

Manufacturer narrative:
Follow up #1 09/06/2017 device evaluation: the pump has been returned to animas and evaluated on 08/09/2017 with the following findings: the pump¿s black box data from the date of the event had been overwritten due to continued use of the device. The available daily insulin delivery totals matched the user¿s programmed basal rates. The pump could not be fully investigated due to an unrelated failure.